Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the during the implant procedure, the implantable cardiac monitor exhibited backup operation. The device was not used. No patient symptoms were reported.